Event description:
It was reported that non-sustained lead noise was noted via merlin.net transmission. Upon investigation, it was noted there was evidence of non-capture on the rv lead and noise due to emi. Patient is not pacemaker dependent and pace/sensing values on the lead appear normal. Multiple attempts were made for the patient to come into the clinic for follow-up. Further information is not available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.